Event description:
It was reported the lead was explanted and replaced due to fracture. Further alleged that the patient "experienced inappropriate and/or excessive shocking". No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. It was reported the lead was explanted and replaced due to fracture. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event lead(s), fracture of.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.

Event description:
It was reported the lead was explanted and replaced due to fracture. No patient complications were reported as a result of this event.